Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3550-39 lot# n237609, implanted: 2010 (B)(6), product type accessory product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the right lead migrated and was explanted on 2013 (B)(6). The reporter stated that after a long road trip, the patient was not getting coverage where they needed. It was noted, the patient¿s healthcare professional (hcp) did an x-ray that showed the right lead had fully retracted back down into the pocket where the lead had wrapped around the implantable neurostimulator (ins). It was further noted, the left lead was still intact, functioning, and had not moved. The reporter stated that using fluoroscopy there appeared to be an anchor in the back next to the left lead anchor. It was noted, the hcp did not remove the left lead or anchors during the revision. It was further noted, the hcp placed a new lead and anchor higher and the patient had good coverage. It was noted, the patient status at the time of this report was alive with no injury or adverse event. Additional information was requested, but was not available as of the date of this report.